Manufacturer narrative:
Concomitant products: 4196 lead, implanted (B)(6) 2009, 6947 lead, implanted (B)(6) 2009. Product event summary : the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced abdominal stimulation when positioning on the right side. The left ventricular lead had increased threshold and was causing diaphragmatic and phrenic nerve stimulation. Various pacing vectors were programmed, but the issues persisted so the lead was explanted and replaced. It was also reported that the right atrial lead dislodged. The lead was explanted and replaced. The patient was a participant in the (B)(6) registry study. No further patient complications have been reported as a result of this event.